Event description:
Stretcher was in repair shop. Siderail end tube was broken. No injury reported.

Manufacturer narrative:
Stretcher was located in repair shop. Technician found the end tube was broken from metal fatigue. Replaced broken left siderail end tube to resolve this issue.